Manufacturer narrative:
Event date is approximate (year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient fell off of a lift at work and injured their shoulder. Since then, the stimulator had been zapping them when they were working. They also felt soreness. They used to be able to feel the stimulator, but could not as much anymore, and someone who massaged them said they could feel a 'little nitch' on the stimulator. They called the doctor who told them to call the manufacturer to have the stimulator turned off. It was reviewed how to turn stimulation off. The patient planned to monitor their symptoms and adjust stimulation accordingly. They did not want to leave stimulation off and have a return of symptoms. They were redirected to their healthcare provider to have the internal device checked on.